Manufacturer narrative:
At this time, the products remain abandoned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that that this implantable cardioverter defibrillator (ICD) and other manufacturer right ventricular (rv) lead had high out of range shock impedances greater than 200 ohms. It was noted that the tachy shock had been compromised. It was mentioned that there was an issue with the lead, but was unable to be confirmed via x-ray. The system was abandoned, tachy was monitor only and brady turned off. The patient elected to have an subcutaneous implantable cardioverter defibrillator (s-ICD) system implanted. No additional adverse patient effects were reported.